Event description:
The customer stated a male patient generated discrepant cmv igg results on the axsym analyzer. The patient's sample was tested between 2 weeks range in 2007 on axsym, yielding positive results of 22.0 and 19.7 au/ml. The sample was retested about 2 weeks later, and yielded a negative result of 14.0 au/ml on axsym and a positive result of 17.0 au/ml on axsym. Additional testing using diasorin and dade kits yielded positive results. A cmv igg avidity test yielded a high avidity of 56%. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.